Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of the time of this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: dual-site right ventricular and left ventricular pacing in a patient with left ventricular systolic dysfunction and atrial fibrillation using a standard crt-d device. J. Saudi heart assoc. July 1 2013;25(3):213-218. Concomitant products: product ID: 7232cx36, implantable cardioverter defibrillator (ICD). Product ID: mdt-tachy-lead sprint quattro. Product ID: 4196, implantable pacing lead. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this implantable cardiac resynchronization therapy defibrillator (crt-d). During the implant procedure, the physician chose to plug one of the right ventricular (rv) leads into the atrial port, as it was not being used. The device saw this as atrial-ventricular delay. This lead (4076) was placed in the right ventricular septum. Another right ventricular lead was placed in the right ventricular apex. A left ventricular (lv) lead was placed close to the left ventricular basal region. Pacing parameters were acceptable. Defibrillation testing was completed with success. Of note, there was no diaphragmatic capture noted at implant. The article reported that "later on" there was an increase in lv capture and diaphragmatic stimulation was observed. The pacing configurations were changed. It was also reported that the patient had to be brought back to the hospital for multiple inappropriate shocks from the device. "Highly variable r-r intervals" were seen in both rv leads. The patient subsequently was re-admitted for an atrio-ventricular node ablation to minimize atrial fibrillation. The procedure was "successfully" performed. Further follow up did not yet yield any additional relevant information regarding the event. No further patient complications have been reported as a result of this event.